Event description:
It was reported that the right ventricular lead had high and varying impedance on the superior vena cava high voltage coil. The coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.